Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife on the sphincterotome disconnected after several uses while energized. The event occurred during a therapeutic endoscopic sphincterotomy (est) and the procedure was completed using another device after a less than thirty minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the complaint investigation. Additional information added to the following fields: d4 (expiration date), d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. The wire was broken and the broken portion was scorched and melted. Additionally, the coated portion of the cutting wire was torn. Based on the results of the investigation, a definitive root cause could not be determined. However, a likely mechanism that caused the cutting wire to break would be the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears in the coated portion of the cutting wire might be the following: 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire then possibly was rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.